Manufacturer narrative:
Since the original report was filed the investigation has concluded. The root cause of the vascular damage was found to be user related. The clinical review revealed the introducer was peeled away inside the patient's body/vasculature. The failure mode will be monitored and trended. Of note the IFU states the following: "potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Manufacturer narrative:
The medical center discarded all impella product at the time of explant. No benchtop analysis to root cause is possible. Further clinical details have been asked, but not yet answered. The manufacturer will file a final report if a definite root cause is determined. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp placed for support of a patient with multiple spontaneous coronary artery dissections, when there was a large hematoma at the impella access site. The hematoma was treated by the advancement of the reposheath and when this did not resolve the hematoma, the team infused blood products and placed pressure with a femostop. Additionally vascular surgery was called to remedy the superficial femoral artery damage and achieve hemostasis. The team is unsure if the impella accessed artery dissection was due the same cause as the spontaneous coronary artery dissections also. Underlying patient condition may have caused the issue, or the placement of the impella.